Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The display screen was found to be blank. The device's lcd screen was replaced to address the issue.